Event description:
The user facility reported a pt experienced hypopharyngeal trauma with secondary pneumothoraces and pneumomediastinum after insertion of an laryngeal mask airway fastrach. The user inserted a size 3 fastrach and then passed an endotracheal tube without difficulty. No end-tidal carbon dioxide was obtained, so the user did a jaw thrust maneuver and reinserted the mask and endotracheal tube again, with the same results. While applying cricoid pressure as they looked into the throat with a laryngoscope, they noticed crepitus over the pt's neck. A chest tube was placed on the right side because the pneumothorax was 30%. The pt rec'd IV antibiotics and was observed for 72 hrs, after which she was sent home. The mask will be forwarded to the MFR for eval.